Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device clips keep falling off after loading into the jaw. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Jaw/cam. Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining nine clips due to the jaws condition. Additionally the orange indicator did not show up completely. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determined if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.